Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix l/p device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to perform a colectomy. During the surgery, the surgeon noted a hematoma and that there were several small bowel loops stuck to the mesh, which caused an enterotomy resulting in a small bowel resection and removal of the mesh. Another surgery was performed to repair an anastomotic leak resulting from complications related to the mesh. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent repair of a ventral hernia. A bard/davol composix l/p was implanted in patient during this repair. On (B)(6) 2016: the patient underwent surgery to perform a colectomy. During the surgery, the surgeon noted a hematoma and that there were several small bowel loops stuck to the mesh, which caused an enterotomy resulting in a small bowel resection and removal of the mesh. On (B)(6) 2016: the patient underwent surgery to repair an anastomotic leak resulting from complications related to the mesh. The attorney alleges that the patient continues to experience complications related to the composix l/p. He will likely require additional surgeries to repair the damage from product. The composix l/p implanted in patient failed to reasonably perform as intended. The product therefore had to be surgically removed, necessitating further invasive surgery to repair the very issue that the composix l/p was intended to repair. The patient was caused to suffer severe personal injuries, pain and suffering. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.